Manufacturer narrative:
The batch/lot number was provided on 04 june 2024. The device was received for evaluation on 24 june 2024. The returned drill was visually inspected under magnification to confirm failure. The overall condition of the drill was in good condition with minimal signs of wear or reprocessing. The laser marks were clear and legible. The tip of the drill was broken off. The returned drill measured 155.73mm out of 177.8mm. The broken end of the drill was not returned. Under magnification the fracture pattern showed signs of shear force break. This is consistent with the drill being rotated with enough torque to be broken. The drill could have been stuck in a drill guide if it was inserted off axis; however no definitive conclusion could be made. Corrected data: type of investigation code updated to: 10 and 3331. Findings code updated to: 3243. Device lot number and UDI entered in d4. Device manufacture date entered in h4.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. The device was not received for evaluation. Based on the information received, the root cause could not be determined.

Event description:
It was reported during elbow surgery, the drill broke during use. A fragment of the drill bit remains in the patient. A new drill bit was used to complete the surgery. No other adverse patient consequences were reported.